Manufacturer narrative:
Product complaint # (B)(4). This report was initially sent on (B)(6) 021 and was stuck in ack2. Reference:  (B)(4). Resubmitted (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle piece retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Device return status/follow up? The needle piece was retrieved during the same procedure. It was noted that the piece was missing when the needle broke. There was no additional tissue damage as a result of the broken needle. When the skin layer was opened the surgeon was able to visualize the missing piece. The prolonged anesthesia or reopening of the incision did not effect the patients outcome. Trade name - irgacare® active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 472 g/m.

Event description:
It was reported that a patient underwent a cervical fusion procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke in half and remained in the patient. The surgeon had to reopen the incision and retrieve the broken pieced from the patient. Surgeon found it by visual inspection. The procedure was delayed by fifteen minutes. No adverse patient consequences were reported. Additional information was requested.